Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted while the pt was in the operating room. After the procedure, the pt was transferred to the intensive care unit (ICU). Per the rn, when the pt arrived in the ICU the pt was transferred to a bed and it was noted that the arterial pressure waveform dampened. The rn stated that there was leaking at the pressure tubing connection; the male end of the connection was broken. As a result, the pressure tubing was exchanged. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a reported interruption in iab therapy for the time it took to exchange the 6" tubing. There were no reported pt complications. The pt outcome is fine.